Event description:
Per the clinic, the patient was having a difficult time keeping the external magnet and coil attached to the site of the implant due to thick skin flap. The patient underwent skin flap revision surgery (date not reported) and is reportedly doing well.

Manufacturer narrative:
Other : implanted device remains.